Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2012, a tvr was a 31mm epic stented porcine heart valve w/flexfit system was implanted in the patient's tricuspid position due to radiation tricuspid valve insufficiency. The patient followed up by a family doctor in another hospital, and has been admitted in the hospital. When the patient was admitted to the hospital due to catecholamine-dependent heart failure, tricuspid valve insufficiency was confirmed and the patient was referred to (B)(6) university hospital. On (B)(6) 2021, a re-do tvr was performed and the epic valve was explanted, replaced with a carpentier-edwards perimount theon mitral pericardial bioprosthesis (manufacturer: edwards lifesciences, model 6900ptfx). Upon explant, pannus formation was confirmed on the valve.

Manufacturer narrative:
Additional information: d9,g3, g6, h2, h3, h6, h10 explant was reported due to tricuspid valve insufficiency. The investigation found that there was fibrous pannus ingrowth on the inflow and outflow surfaces with narrowing of inflow and outflow diameter. All three cusps contained folds. Cusp 3 was completely covered by pannus, which retracted and immobilized the cusp. Cusp 1 contained a tear at the free edge. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus on the valve could have contributed to the reported valve insufficiency. Please note, per the instructions for use, artmt100110484 revision a "safety and effectiveness of the st. Jude medical stented porcine tissue valves have not been established for the following specific populations: patients requiring pulmonic or tricuspid valve replacement.